Manufacturer narrative:
Concomitant device: miniarc (tm) product ID: 720046-01, lot number: 523809020); ugyka parietex ugytex pp ant kit x1 (lot # zgk00107). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment stress urinary incontinence, cystocele, and rectocele. It was reported that after the implant, the patient experienced an unspecified adverse outcome.